Event description:
Resident placed in chair in reclining positon. Chair which was at the time in the upright positon. Apparent injury to resident. Supportive brace for position locking mechanism found to be loose/broken thus allowing chair to be secured in reclining position.